Manufacturer narrative:
An internal investigation was performed following notification from a customer in canada that they obtained a false susceptible ciprofloxacin result in association with the vitek® 2 60 blue mod colorm 110v - (ref. 27225, serial# (B)(6)) when testing a patient escherichia coli urine isolate. Investigation on 24feb2022, the fse observed a loose belt, a worn pulley and white dust. As a correction, the fse replaced the reader belt, the reader ledge, the reader head pulley and the transmittance optics. Thereafter, the fse received confirmation from the customer that their qc and the comparison study passed. The transmittance optics were returned, however the reader belt, reader ledge and reader pulley were not returned. The transmittance optics were reviewed and tested, however no issues with the optics were identified. Therefore, a root cause could not be confirmed. Conclusion the root cause of this issue cannot be confirmed.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false susceptible ciprofloxacin result in association with the vitek® 2 60 blue mod colorm 110v - (ref. 27225, serial# (B)(4)) when testing a patient escherichia coli urine isolate. The customer tested the e. Coli isolate on two (2) separate vitek® 2 instruments while performing a comparison study. One instrument obtained a susceptible ciprofloxacin result while the other obtained a resistant ciprofloxacin result. The customer tested the isolate using the ciprofloxacin disc diffusion test method, a resistant result was obtained. A biomerieux field service engineer (fse) visited the customer site and noted the following issues on the impacted vitek® 2 instrument: loose instrument reader head belt, worn pulley, and white dust (from the test kits) in the instrument. The fse then replaced the tx 14 assembly, instrument belt and ledge. The isolate was then tested and obtained the expected susceptible ciprofloxacin. There is no adverse patient impact, the false susceptible result occurred during a comparison study.